Event description:
A peritoneal dialysis nurse called fresenius technical support slating she thought the cycler caused her pts hernia because of the large amount of liquid he drains (3400 ml) in initial drain while his last fill is 2000 mls. She said she spoke to technical support about it previously. The pt is now on hemodialysis. During follow up it was disclosed that the pt had expired (B)(6) 2012 after resuming hemodialysis.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned for evaluation. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints of the reported symptom for this device. A review was performed by the post market clinical department. Per the pharmacovigilance physician, the case was reviewed with the pts nephrologist, dr (B)(6), who stated that the pt's hernia was not related to the liberty cycler. Hernias and scrotal edema are well described complications of all forms of peritoneal dialysis therapy. Note: it was reported later that the pt expired after the transition to hemodialysis. Attempts to discover the manufacturer of the hemodialysis machine were unsuccessful.